Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The plastic is chipping off the trials.

Manufacturer narrative:
Examination of the returned insert trials confirmed the plastic is chipping. Significant scratching and gouging was apparent on the insert trials. This would indicate that the item may have been handled roughly, and/or was "in service" for quite a length of time. The root cause is attributed to device wear from normal use and servicing. Based on the investigation findings of product wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.